Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was twiddling their right ipg and right extension. A diagnosis revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and extension were explanted and replaced to address the issue.